Manufacturer narrative:
Isi received the permanent cautery spatula instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue ¿ black shaft underneath yellow wrist broke off. The instrument was found to have an ear of the distal clevis broken. The broken piece (measuring approximately 0.156¿ x 0.176¿) was not returned and this failure is caused by mishandling/misuse such as overloading at the instrument tip. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the permanent cautery spatula instrument, it was alleged that a fragment broke off and fell inside the patient. Although there was no fragment found inside the patient, it is unknown if the fragment was retained inside the patient. However, there is no evidence that a malfunction of the instrument occurred. The instrument damage found by fa can be attributed to mishandling/misuse.

Event description:
It was initially reported during a da vinci-assisted surgical procedure, the customer stated that a small black piece broke from the permanent cautery spatula instrument and fell inside the patient. An intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that the piece is not visible under x-ray. The procedure continued as planned. There was no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the tip of the permanent cautery spatula instrument was noted to be cracked and a small black piece fell inside the patient. However, no fragments were found inside the patient. The surgeon removed the instrument after he saw the crack at the tip of the instrument. The instrument was difficult to remove; however, the operating room team was able to take out the instrument. The procedure was completed with no reported injury.